Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a competitor right ventricular (rv) lead exhibited oversensed noise and pacing inhibition that lead to more than 2 seconds of asystole post atrioventricular node ablation procedure. The field representative reported that noise reversion did not trigger noise response. Boston scientific technical services (ts) discussed device behavior and recommended voo 30 beats per minute (bpm), magnet application or temporary lead. No adverse patient effects were reported. The system remains in service.